Event description:
It was reported that the system displayed a 'control panel processor failure, x-rays disabled' error message on boot up, which will prevent the system from performing fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel processor was evaluated and replaced. The system was tested and found to be working as intended and returned to service.